Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Results: a DHR review was completed. Assembly batch 5274519 was produced on nip line 3 1/14/2016 for a quantity of (B)(4) parts. There were 5 visual inspections performed on (B)(4) parts with zero defects noted. Additionally, there was a (B)(4) visual inspection conducted at start up. Conclusion: based on evaluation of the samples provided, the color variation of the hub is within acceptable limits. When color variation exceeds the acceptable limits, it is evaluated using 0.25%aql for disposition. The samples provided were also evaluated for particulate and hub flash as stated in the bvi investigation results. The particulate condition is confirmed. (B)(4).

Event description:
It was reported that a customer found particulate contained in the sterile package of a 23 g bd¿ needle 7/8 in. Needle. The foreign matter was found prior to use. No injury or medical interventions reported